Event description:
A malfunction code 16 was reported for the pump, which could not be reset. The customer¿s blood glucose level did not exceed 500 mg/dl and was within the normal range. The customer planned to use a multiple daily injection (mdi) backup therapy to ensure continued insulin delivery. Technical support agreed to replace the pump and provided instructions for putting it into storage mode prior to return. The customer was instructed to return the problematic pump within 10 days using a prepaid label.